Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 455 mg/dl. Customer took a shot of insulin and blood glucose went down to 312 mg/dl. The next morning, customer's blood glucose went down to 54 mg/dl. The insulin pump was not returned for analysis.